Event description:
46 yom just completed dialysis when his blood pressure dropped and he became semi-conscious. Team was called. After intervention, pt became more responsive. Pt kept in dialysis dept several hrs and was then released. It is suspected that this dialysis machine removed more fluid than programmed for. However, this has not yet been verified. MFR has been notified and machine is being evaluated.